Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4194 implantable pacing lead, (B)(6) 2006; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the device potentially reached early elective replacement indicator (eri) due to high output left ventricular (lv) threshold. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.